Event description:
Related manufacturer reference number: 2017865-2022-46983. It was reported that the patient presented for the lead revision procedure. The right ventricular (rv) lead was capped and replaced on (B)(6) 2013. Meanwhile the left ventricular (lv) lead was capped and replaced on (B)(6) 2016. The rv and lv lead were capped due to unknown reasons. The patient condition was unknown.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Manufacturer narrative:
Correction: please retract this report 2017865-2022-46985 due to non-reportable complaint.